Manufacturer narrative:
(B)(4). Date sent to FDA: 06/29/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number an0557, and no non conformances/manufacturing irregularities were identified.

Manufacturer narrative:
(B)(4). Date sent to FDA: 06/02/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure. Born 1998 female. The diagnosis and indication for the index surgical procedure? Was the appendix ruptured prior to surgery? Appendix wasn¿t ruptured. What were current symptoms following the index surgical procedure? Onset date? Unknown. Other relevant patient history/concomitant medications? Unknown. How long after the procedure was the abscess first noted by a physician? Primary operation (B)(6) 2021- revision (B)(6) 2021. Abscess location, severity and appearance? Abscess at the loop, the loop was put around the mesenteriolum and so around the art. Appendicularis, the stapple line at the appendix blunt was inconspicuous were cultures performed? Results? No. What is physician¿s opinion as to the etiology of or contributing factors to this event? Unknown. What is the patient current status? Unknown. Are any photos available? No. Surgeon's name? 1. (B)(6). (B)(4). Date sent to FDA: 06/02/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected b5 narrative: it was reported that a patient underwent a laparoscopic appendectomy on (B)(6) 2021 and suture was used.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? Was the appendix ruptured prior to surgery? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? How long after the procedure was the abscess first noted by a physician? Abscess location, severity and appearance? Were cultures performed? Results? What is physicians opinion as to the etiology of or contributing factors to this event? What is the patient current status? Are any photos available? Surgeon's name? (B)(4) - device not returned.

Event description:
It was reported that a patient underwent a laparoscopic appendectomy on (B)(6) 2021 and suture was used. Abscess formation was diagnosed post operatively and the patient underwent revision surgery of laparoscopic abscess evacuation on (B)(6) 2021. Abscess was also noted in the area of the loop. Additional information was requested.